Event description:
It was reported that this pacemaker system exhibited far field oversensing at implant. The blanking period was adjusted accordingly. No adverse patient effects were reported. This device remains in service.